Event description:
This lead was capped and replaced for an unknown reason during a pacemaker change out. We were unable to obtain information from the patient's following physician. A st. Jude medical 2088tc-52, sn:(B)(4) was implanted for the atrial lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.